Event description:
Additional information received reported resheathing was conducted to open the pipeline. When removing it, the phenom was seen stretched and deteriorated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure for the treatment of left ophthalmic cathoid aneurysm, a flow diverter was passed, which passed through a phenom microcatheter. During opening it was observed that the device did not begin to open properly. Correct distal, the device continued to be released and a "flattening or twisting" of the device was observed in its middle part. The healthcare provider (hcp) performed different maneuvers such as load the device, lowering and raising the tension, continuing to release the device up to a third before the proximal mark, recapturing it and releasing it again, but all maneuvers were unsuccessful. After 30 minutes of trying, no improvement was observed and it was decided to remove the device and insert another one. During the removal of the device, it was reinserted into the plastic sheath, in order not to lose access and during the attempt the device was released into the compartment of the phenom microcatheter. The pipeline failed to open in the proximal, middle, and distal sections. The middle of the pipeline was positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipe line was resheathed more than two times. Another pipeline was implanted. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic face aneurysm with a max diameter of 7mm and a 6mm neck diameter. The landing zone was 3.75mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left internal carotid artery (ica) with a diameter of 4.8mm. Dual antiplatelet therapy (dapt) was administered. Aggregometry measurement not available, but the patient came with dual antaggregation 7 days prior to the procedure. Angiographic result post procedure was satisfactory without complications. Ancillary devices include a neuron 0.88 90cm sheath, phenom 27 microcatheter, syncho 0.14 guidewire.

Manufacturer narrative:
H3: product analysis of ped3-027-500-16, lotno:b654363. As found condition: the pipeline vantage braid was returned inside the inner pouch, a biohazard bag, and a shipping box. Visual inspection/damage location details: the braid's distal, middle, and proximal were found fully opened with no damage. No other anomalies were observed. Conclusion: based on the device analysis, the customer report of ¿failure/incomplete open¿ was not confirmed as the braid's distal, middle, and proximal were fully opened with no damage. Possible cause of ¿failure/incomplete open¿ includes vessel tortuosity. However, the customer reported that vessel tortuosity was moderate., ruling out vessel tortuosity as a potential cause. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.